Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server user informed that all four pyxis 300, east, north, southwest was on disconnect and critical override. However, there were no delays or adverse events or injuries reported based on this event.